Manufacturer narrative:
A1-a6: follow-up was attempted, but the information for the patient-related fields in section a was not provided. B3 - date of event: the event date was not reported and has been estimated based on the date of awareness. E1 - initial reporter facility name and address: follow-up was attempted, but the information for the initial reporter address related fields in section e was not provided. The lot number was also not provided to bsc. We made a good-faith effort to obtain this information. Because the lot number is unknown at this time, we are unable to provide the complete unique device identifier (UDI) and other specific product details. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported via survey that complications related to the transcarotid artery revascularization; (tcar) procedure occurred, requiring additional intervention. During an interview survey, the physician reported that he had encountered multiple tcar procedures where something went wrong, and he had been called in to address the complications. No further information was available despite request by boston scientific.